Event description:
A male with tortuous anatomy on both sides underwent initial aaa repair in 2008. The physician placed one main body and two iliac leg grafts. Some time later, the pt developed a kink on the right side. At that time, the physician placed another stent on the right side and dilated to 12mm. The pt was still having some issues and the physician realized that something was going on at the graft bifurcation (1820334-2008-00665); so on approx six months later, the physician built up the bifurcation of the preexisting graft with two leg extensions also deciding to go ahead and extend the seal zone on the right side with another leg graft. No images are available at this time. Pt is doing fine.

Manufacturer narrative:
Event eval: still under investigation.